Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) nibp pump (ay-651p) inflated, but would not deflate. There was an "air leak" error message. The ay-653p input unit, which is part of the bsm system will be returned for repair without the main bsm. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Additional device information: concomitant medical device. The following device was used in conjunction with the main bsm unit and was the unit that failed: input unit- model: ay-651p, s/n: 04860, approximate age of the device: (B)(6) 2016 device manufacturer date: 40 months,, unique identifier (UDI) #: (B)(6).

Event description:
The biomedical engineer reported that the the bedside monitor (bsm) nibp pump (ay-651p) inflated, but would not deflate. There was an "air leak" error message. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at (B)(6) ctr reported the input box (ay-651p-qm sn: (B)(6) had an air leak error. The pump was noted to inflate but not deflate. The same result was observed when the unit was tested on a simulator. The ay-653p input unit, which is part of the bsm system was returned for repair without the main bsm. Investigation conclusion: the root cause of the nibp air leak is determined to be failure of the nibp pump #(B)(4) due to blockage and cracking diaphragm. The recommended action under (B)(4) was to replace the pump. The overall risk, as determined from the product of probability (possible) and severity (insignificant), is determined to be low. D4: lot# & expiration date. Additional device information: d11 & c2 concomitant medical device. The following device was used in conjunction with the main bsm unit and was the unit that failed: input unit: model: ay-651p. S/n: (B)(6). Approximate age of the device: 05/06/2016. Device manufacturer date: 40 months. Unique identifier (UDI)#: (B)(4). Returned manufacturer: 10/23/2019. New information for follow-up 001. Additional information: b4: date of this report. F6: date user facility/ importer became aware of the event. F7: type of report. F11: date report sent to FDA. F13: date report sent to manufacturer. G4: date received by manufacturer. G7: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) nibp pump (ay-651p) inflated, but would not deflate. There was an "air leak" error message. The unit was not in patient use at the time.